Manufacturer narrative:
The investigation determined that a patient sample was potentially dispensed into an unintended tube/cup when processed using a vitros 5600 integrated system. The investigation identified a software anomaly associated with a specific sequence of events that allows an aspirated sample to be returned into an unintended tube/cup position of a sample tray using a vitros 5600 integrated system. This can lead to the generation and reporting of a test result, or series of results, that do not reflect the patient¿s condition and could lead to inappropriate intervention with the potential for serious injury to the patient. (B)(4). Refer to report number 1319681-4/13/2016-001-c. (B)(4).

Event description:
As part of a retrospective review of e-connectivity data to support an ortho clinical diagnostics (ortho) investigation it was determined that a sample fluid was potentially dispensed into an unintended tube/cup on a sample tray using a vitros 5600 integrated system. Undetected dispensing of a sample into a tube/cup other than the intended could lead to contamination or significant dilution of another patient sample, potentially leading to the generation and reporting of a test result, or series of test results, that do not reflect the patient&#62688;condition. This in turn could lead to inappropriate intervention with the potential for serious injury to the patient. The customer has been notified that this event occurred. The customer confirmed that the identified samples results matched previous results for the patients involved. No further action is needed. There was no allegation of patient harm as a result of this event, however the investigation cannot conclude that patient results would not be affected if this event were to recur undetected. (B)(4).